Manufacturer narrative:
(B) (4).

Event description:
See also manufacturer report 3004209178201002771. The pt was mowing the lawn when he "twisted wrong". He subsequently experienced a burning sensation at the ins site when the stimulation was on. He had not used the device since (B) (6) 2009; he was recharging it every three days while keeping the stimulation off. Per the manufacturer rep the pt was not getting good stimulation with one of his subcutaneous leads and impedance check showed one electrode to be out of range. It was recommended that the pt return to the clinic for x-ray. Further info is being requested at this time.